Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-04652 pertains to the other device. It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6), 2008.according to the complainant, the patient experienced injuries (specifics unknown).all other information is unknown.